Manufacturer narrative:
As received, three connector portions were returned for analysis. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing reference number: 2017865-2021-02191, 2017865-2021-02194, 2017865-2021-02200. It was reported that the patient has deceased.  There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was congestive heart failure. No additional information was reported.